Event description:
It was reported during a procedure conducted at the healthcare facility, metal shavings were coming out of the device. It was reported the procedure was completed successfully and there was no impact on the patient. No surgical delay, medical intervention or adverse consequences were reported with this event.